Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) was unable to receive adequate therapy due to high impedance. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's lead was explanted. Upon removal, the lead was found to be damaged. The patient will be implanted with a replacement lead on a later date.

Event description:
Follow-up revealed the patient was implanted with a (different model) replacement lead on (B)(6) 2017. The patient's issue has resolved.